Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 62 mg/dl and a blood glucose of 205 mg/dl. Troubleshooting was declined for the sensor glucose and blood glucose discrepancy. The sensor will be returned for analysis and a replacement sensor will be sent to the customer.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used.